Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported the patient received a durom generic cup on an unknown date. The patient is being monitored due to unknown reason. No other information was received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).

Manufacturer narrative:
This case was reopened on march 31, 2017 to enter additional information which was received on march 27, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to unknown reasons.